Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 07-jan-2016 installed new specimen syringe and adjusted clot detection. Returned in the morning to run specimens. Followed up on 08-jan-2016 and readjusted k1 and clog numbers. The most probable cause of the reported event was sampling syringe failure.

Event description:
On (B)(6) 2016 the customer reported error 2070 with their aia-2000 analyzer. Customer reported error 20170 is still occuring after service that was done one day before. They are requesting service. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.